Event description:
A 71-yr-old male presents with acute mi, taken emergently to cathlab. Left anterior descending identified with lesion, predilated with balloon then crossflex 3.0/28mm stent advanced but unable to cross lesion. Catheter removed from body but stent dislodged from balloon, stent lodged in left main, pt became unstable, code blue; sent for emergency bypass.